Event description:
It was reported that a patient presented to the clinic with noise on ra. Later, the patient presented for a ra lead explant. During the procedure, blood under the insulation on the rv lead was noted. The lead was explanted and replaced. No patient complications or symptoms were noted during the procedure. The patient was stable post-procedure. The lead will be returned to the manufacture. Session records were requested for further investigation.